Event description:
It was reported that, during a real ventricular episode this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing at times since there was a wide and a short complex. The arrhythmia broke prior to charge and the episode ended after 24 intervals below the lowest programmer therapy zone. The technical services (ts) indicated no programming changes are warranted at this point since it seems like a real event that converted on its own. This s-ICD remains in service. No adverse patient effects were reported.